Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was unable to retrieve message from server. A technical support specialist (tss) data synchronized service was then stopped and ran back. After restarting, the station seems to be processing the messages. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. A reboot was performed, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.